Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, lot# n542234003, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Patient codes (B)(4) apply to both the pump and the catheter. Device code (B)(4) applies to both the pump and the catheter. Eval code-conclusion code applies to both the pump and the catheter.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving gablofen 1000mcg/ml f or a total dose of 150.2mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported on (B)(6) 20107 patient experienced overdose then withdrawals. It was noted there was no environmental/external/patient factors that may have caused, contributed, or may have led to the overdose then withdrawals. A catheter dye study was performed and results reported catheter was in tact at t5. It was noted healthcare professional (hcp) decreased the dose and did a catheter dye study. It was noted at the time of the report that the issue was not resolved and the patient's status was alive-no injury. It was noted rep was contacted and was informed that healthcare professional (hcp) has a pump patient that hcp would like to do a catheter dye study on. Hcp provided the date and time with no other information. Rep arrived and began speaking to the patient. The patient and the patient's mother reported since the date of patient's replacement ((B)(6) 2015) patient has not experienced relief of spasticity. Upon realizing this patient stated hcp was informed in (B)(6) 2015 and hcp began increasing patient dosage. At every pump refill hcp would increase the dose, but patient would never feel relief. On (B)(6) 2016 the patient again had dosage in creased. On (B)(6) 2016 the patient's mother reported patient began having respiratory distress and bouts of unconsciousness. It was noted patient was rushed to the hospital for overdose side effects. On (B)(6) 2016, while in the hospital hcp decreased patient pump dosage 70%, equaling 150.2mcg/day. On an unknown date following the decrease patient began to experience withdrawal symptoms and the hospital began supplementing oral baclofen 0.5mg, 3 times a day. It was noted after the rep spoke with patient and patient's mother, rep approached hcp's partner about the catheter study. During the study, it was determined the catheter was still intact and was in the t5 space of patient's spine. Rep called hcp office and spoke to assistant. Assistant informed rep that patient was on gablofen and noted that hcp has been increasing patient's dose since pump and catheter replacement on (B)(6) 2016. It was noted that surgical intervention did not occur and it was unknown if surgical intervention was planned. Patient's medical history included spinal cord injury. Printouts from after the catheter study were reviewed. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.